Manufacturer narrative:
Returned to manufacturer on: 02/25/2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The phacoemulsification machine was examined and tested at the amo (B)(4) office by an abbott field service specialist (fss). The fss noticed the rear panel connector was not working properly. The fss found a burnt inductor capacitor (ic) on the rear panel connector. The rear panel was replaced with a new rear panel connector. The fss tested for all modes of operation. Perform a field service checklist. The machine was found to meet amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Event description:
An abbott medical optics (amo) sale¿s representative reported during a tradeshow demonstration, the phacoemulsification machine emitted smoke. The sale¿s representative was able to retract the IV pole before shutting down the unit. At the time of the event, the unit was not being used for surgical procedure and no patients were involved. The event occurred at a trade show.

Manufacturer narrative:
Pt age and gender: patient information was not provided as to no impact to patient, therefore no patient injury reported. The categories for outcomes attributed to adverse event do not apply; therefore, not applicable due to the event as it is a product problem. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.